Manufacturer narrative:
The device has not been returned to the MFR. Eval is in progress.

Event description:
Medtronic representative reported a twirl in the fluoro image when using synergy spine 1.7 for fluoronav. This happened during surgery. Reported that re-acquiring the images resolves the issue and can be used for successful navigation. Stated that when the twirl shows, navigation is off significantly. The surgeon completed the surgery with the use of the stealthstation. No impact on pt outcome.